Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. The device was explanted on (B)(6) 2014. It is unknown if there are plans to reimplant the patient as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
This report is filed june 30th, 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.